Event description:
It was reported that the pump exhibited a syringe plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the front corners, all the hinges on the bottom case were broken off, the plunger head was cracked by the screws, and there were broken pieces rattling around inside the pump. A review of the event history log identified invalid syringe size in the history. Functional testing was performed and the invalid syringe size was found during the syringe test. The tapered spring slipped over the barrel clamp rod collar. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A corrective and preventative action has been opened to address the reported issue. Replaced tapered spring, barrel clamp rod and barrel clamp guide.